Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl. The customer experienced vomiting and dehydration prior to the event. The mother stated that the customer had been fighting an infection for (B)(6). The mother stated that the customer's infusion set had come off (B)(6) prior to the hospitalization, and the customer had not realized it. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple motor error alarms in the alarm history. Also found that the customer works around magnets. The insulin pump passed the prime, high pressure and displacement tests. Although the insulin pump passed the testing, the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.